Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was defective and couldn't be closed during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the nurse punctured the patient with an indwelling needle. After the puncture was successful, the nurse closed the indwelling needle clamp, but the indwelling needle was still bleeding, and the indwelling needle clamp could not be closed. Remarks: the batch number is 2314753, and 600/600/1000 closed intravenous indwelling needles will be purchased on (B)(6) 2022/(B)(6) 2023, totaling 2,200. As of august 10, 2023, only one adverse event was reported."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2314753. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter was defective and couldn't be closed during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the nurse punctured the patient with an indwelling needle. After the puncture was successful, the nurse closed the indwelling needle clamp, but the indwelling needle was still bleeding, and the indwelling needle clamp could not be closed. Remarks: the batch number is 2314753, and 600/600/1000 closed intravenous indwelling needles will be purchased on may 4/may 22/june 14, 2023, totaling (B)(4). As of august 10, 2023, only one adverse event was reported."